Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for difficult to remove from the stent from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous distal left anterior descending (lad) artery. The 2.5x18mm xience xpedition stent delivery system (sds) was prepped prior to use with no issue or leak noted. The xience xpedition sds was advanced to the target lesion and the stent implant was successfully deployed. The stent implant was fully apposed to the vessel wall; however, resistance was met during withdrawal of the fully deflated sds with the deployed stent implant. The sds was re-inflated and re-deflated for 30 seconds, and was successfully withdrawn. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. The procedure was successfully completed. There was no additional information provided.